Event description:
Consumer reported after using the product she experienced swelling, redness, itching, and pain of tongue, gums, lips, face, fingers, and hands. A rash was present on her face, fingers and hands. Blisters on her tongue prevented her from eating and drinking. As of late 2008, fingers, hands, and face were showing some improvement. Consumer was unable to go to the emergency room due to financial issues and the logistics of getting to a doctor were too difficult.

Manufacturer narrative:
Other: consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.